Event description:
The user experienced erratic ise recovery for patient samples tested on the modular core analyzer and noticed air in the internal standard syringes. Of the data provided, the sodium result for one patient sample was discrepant. The original sodium result was 132 mmol/l and the automatic repeat result on the same analyzer was 141 mmol/l. The same sample was also tested on modular core analyzer (B)(4) and generated a sodium result of 140 mmol/l. The result of 140 mmol/l was reported outside the laboratory. The patient was not treated or adversely affected as the original result was not reported. The sodium electrode lot number was not provided. The field service representative found a valve was completely blocked and caused a fluidic failure during operation. He suspected the blocked valve was due to a clotted patient sample. He cleaned the valves and checked all the syringes. To verify the analyzer operation, he performed an ise check several times and the user calibrated and ran qc with acceptable results.